Event description:
An ipp device was implanted on 9/22/93. The cylinders were revised on 2/2/95. The entire device was removed from the pt on 2/2/97, due to fluid loss-glans penis, and replaced. Add'l serial number: au560 002. Add'l lot number: au560 002.